Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in duodenovideoscope olympus tjf-q170v, operation manual chapter 3 preparation and inspection: IFU states the preventative measures in duodenovideoscope olympus tjf-q170v, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories), disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material from the forceps elevator. There was no patient involvement.